Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3008452825-2019-00529, 3008452825-2019-00530, 3008452825-2019-00540, 3008452825-2019-00541. Following completion of the procedure, the patient showed signs of hemiplegia. Less than 15 minutes later the patient had no further symptoms and magnetic resonance imaging (MRI) was negative for a cerebrovascular accident (cva). No intervention was needed and the patient was discharged in stable condition. There were no performance issues with any abbott device during the procedure.